Event description:
It was reported that the device was suspected to have migrated causing the ra and rv leads to have slightly changed position. The rv lead dislodgement was observed to cause r wave amplitude variation. The patient received inappropriate therapy as a result of af with rapid ventricular response. The physician elected to reuse the atrial lead and to cap and replace the rv lead. The device was explanted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. The patient was reported to be asymptomatic before, during, and after the procedure.